Manufacturer narrative:
(B)(4).

Event description:
Procedure type: breast reconstruction. According to the reporter: left breast reduction and reconstruction with abdominal flap. Combination of issues, some clips were scissoring, some were longer on one side than the other, some being dispensed more on one side than the other (uneven clips). On one firing the instrument closed down, but no clip was fired, resulting in a cut through the internal mammary gland.